Event description:
It was reported to philips that the battery was part of the fco and requested replacement. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.